Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 75, 183014, ln unknown; vngd ant stblzd brg 14x79, 189104, ln unknown; biomet cc I-beam tray 79mm, 141225, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06893; 0001825034-2018-06895; 0001825034-2018-06896. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported a patient underwent initial right total knee arthroplasty. Patient was noted to have peroneal vein clot approximately one day after the right total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.